Manufacturer narrative:
There was a recall for the joystick. (B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
End user was stranded outside in 105 degrees weather prior to getting the joystick recall letter.